Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 50 mg/dl. Customer was using the auto mode feature at the time of the incident. Customer stated that pump was not working and it was over delivering insulin. The insulin pump and reservoir will not be returned for analysis.